Manufacturer narrative:
Product evaluation: the product was returned for analysis and reported damage was observed. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/ marked rejectable with a large stutter scratch. There are fibers present on the iol. The used cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. We are unable to determine the root cause for the reported complaint - "scratch mark on optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (scratched/marked optic, fibers) would not meet our current release criteria. We are unable to verify the origin of the scratch as it was highlighted post implantation. Stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was noted to have a significant scratch after insertion into the eye. The iol was removed during the initial procedure. The patient was left aphakic and will be scheduled for implantation of another iol on another day. Additional information has been requested.